Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable troponin t hs stat result for one patient sample from the cobas 6000 e601 module. The initial result was 39 ng/l and was reported outside of the laboratory. The repeat results were 21 ng/l on the cobas e601 analyzer and 22 ng/l and 19 ng/l on the cobas e411 analyzer. The reagent lot number was 38153901. The expiration date was 31-may-2020.

Manufacturer narrative:
Qc was acceptable for troponin t hs stat on (B)(6) 2019. The calibration trace contains valid calibration with signal values within the expected ranges. The investigation did not identify a product problem. The cause of the event could not be determined.